Manufacturer narrative:
As received, a complete lead was returned in one piece with stylet inserted inside and easily removed. The helix was found retracted and clogged blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
During an initial implant procedure, damage was observed on the proximal end of the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable.